Manufacturer narrative:
The device was received at spacelabs depot repair, and the reported problem was verified. The nvram was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 the bedside monitor began continuously rebooting while in use. No injury was reported as a result of this event.